Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the power cable was replaced. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable jacket was cut open at the lemo connector exposing the shield wire but no bare conductors. A continuity check revealed an open to pin 3 of the usb cable. Electrical failure was observed. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem box would lose power when the box was moved. The site wiggled the cable and power would resume. The site reported visible damage where the cable connects to the axiem box. No patient present.